Event description:
The customer reported approximately one drop of fluid leaked outside of the probe during controls analysis involving the coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting with the field service engineer (fse) via the telephone. It was discovered the instrument was not aspirating properly. The fse instructed the customer to flush the instrument with bleach and perform system operation. The instrument operated without any fluid leaks and was returned to normal operation. (B)(4).